Event description:
Report received from (B)(6) stating that the device was "heating up during testing". The device was not being used in surgery. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.